Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h7, h9, and h11. Correction: b5 (update "prior to patient use" to "prior to use"- device is used in pharmacy operations). H11: the device was received for evaluation. A visual inspection was performed, black specs on the inlet piece that connects to the white part that attaches to the assembly were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the manufacturing process including packaging. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix non-vented, high-volume inlet had black specs on the inlet piece that connects to the white part that attaches to the assembly. The particulate matter contamination was observed prior to patient use. There was no patient involvement. No additional information is available.